Event description:
It was reported that a user experienced persistent hyperglycemia with the ilet following a supply change, with ilet and confirmatory fingerstick readings indicating very high glucose until a subsequent supply change identified and removed a large air bubble in the cartridge; insulin delivery then resumed, and glucose began to decline. Customer care provided assistance that included guided troubleshooting, visual inspection of the infusion set and tubing, and repeat supply change with cartridge replacement. Investigation of this case revealed the presence of air in the insulin cartridge that could impede insulin delivery. No clinical symptoms reported. Outcomes included no medical intervention or hospitalization and eventual improvement of glucose back to range. It was concluded that hyperglycemia occurred with cause not fully established, with air in the cartridge as a plausible contributing factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.